Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.